Event description:
It was reported by the customer that a pyxis medstation es system device not communicating. The customer reported that users were unable to remove medications while user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device not communicating due to software issue. A technical support specialist execute es-client changed track and recovery by chunks.sql script and its associated data. Subsequently, the information was saved in excel, and the relevant documents were attached. The specialist then executed the truncate table core.systemoperation command and successfully uploaded the changes. The system functioned as intended after troubleshooting.